Manufacturer narrative:
H.6. Investigation: lot#9156980 DHR and manufacture records were reviewed, no abnormality was found. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which meets requirement. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. The certain cause cannot be concluded at the moment.

Event description:
It was reported, while using a pen needle 31gx5mm a nurse found leaking drops. The following information was provided by the initial reporter: the nurse injected insulin into the patient and found drops

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, while using a pen needle 31gx5mm a nurse found leaking drops. The following information was provided by the initial reporter: the nurse injected insulin into the patient and found drops.